Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-00373. All future medwatch reports concerning this event will be referred to in manufacturer report #3002808486-2016-00373. Manufacturer report#3002808486-2016-00374, manufacturer report#3002808486-2016-00375 and manufacturer report#3002808486-2016-00376 will be closed/cancelled, as patient did not receive the described device. (B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Implanted in (B)(6) 2007. MFR date unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received several cook celect filters and gunther tulip filters in (B)(6) 2007 at (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Implanted in (B)(6) 2007. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received several cook celect filters and gunther tulip filters in (B)(6) 2007 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.